Event description:
A barostim system was implanted on (B)(6) 2025 and sutured per cvrx's recommended implant protocol. The patient experienced discomfort at the ipg pocket starting on approximately (B)(6) 2025, and a pocket revision occurred on (B)(6) 2025. The ipg was sutured slightly higher in the pocket. In the opinion of the physician, the root cause of the discomfort was unable to be conclusively determined as they thought the original pocket looked pretty good. Following the revision, the patient stated the ipg felt better in the pocket.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, and per the opinion of the physician, the root cause of the event was unable to be determined, the revision to relocate the ipg resolved the patient's pain. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).